Event description:
A customer observed multiple imprecise pt results for troponin I on the vitros eci system. Falsely elevated results may lead to inappropriate physician action. Biased results were reported, and treatment was initiated based on the results in several cases but there was no report of pt harm as a result of this event. Corrected reports were issued.

Manufacturer narrative:
Investigation summary: investigation into this event found that the customer is not using a duplicate testing algorithm as recommended by customer notification ce02-032, which allowed false positive results to be released. Datalogger analysis did not identify any instrument reportable malfunctions. A field engineer went to the site and performed numerous repairs and adjustments. The service actions restored the analyzer to expected operation. The root cause of the event is a combination of instrument malfunction and user error.